Event description:
The customer reported that the device was not recognizing the external paddles or the multifunction cable with the test load.

Manufacturer narrative:
(B)(4). The customer reported that the device was not recognizing the external paddles or the multifunction cable with the test load. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.